Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 400 cc mentor memorygel breast implant experienced right sided rupture accompanied by pain post procedure. The rupture was confirmed through magnetic resonance imaging. Additionally, bilateral baker grade iii capsular contracture was noted. As a result, bilateral prosthesis replacement with 450 cc mentor memorygel breast implants was performed on (B)(6) 2020. The right sided rupture was reported initially under 1645337-2020-05019 on (B)(6) 2020. On (B)(6) 2020 mentor received additional information and initial awareness of the bilateral capsular contracture. This report relates to the left prosthesis.

Manufacturer narrative:
On june 15, 2020 mentor became aware that it erroneously submitted the incorrect values in h3 with the initial report submitted on that same date. 3. Reason for non- evaluation should be blank. 3. Device evaluated by manufacturer? Should be yes. Manufacturer¿s reference number: (B)(4).